Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Root cause of the reported issue is isolated to a faulty electrical component, bt3. The customer received a replacement device. Device archived by stryker. Due to character limitations initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that their device displayed a service indication during a patient event. Upon initial evaluation stryker observed that device would loose power. There were no reports of adverse effects to the patient as a result of the reported issue.